Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high and low blood glucose. The low blood glucose level was 40 mg/dl and 38 mg/dl. Customer¿s high blood glucose level was 500 mg/dl. Customer treated for low blood glucose with food. Customer treated with insulin pump for high blood glucose. Troubleshooting was decline for low and high blood glucose. The product will return for the analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Monitored with the unit communicating properly with sensor tester and the sensor transmitter. No unexpected no delivery alarms / occlusion alarms, insulin flow blocked alarms or no blocked anomalies noted during testing. Unit received with corroded battery tube.